Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up high ventricular rates were recorded. The available electrograms indicate intermittent loss of capture on the competitor right ventricular (rv) lead with a quick subsequent ventricular sensed event coming through. This was labeled as (vs) which explained the high ventricular rate count. Threshold tests were appropriate and the loss of capture could not be reproduced. Some reprogramming changes were made. The patient will continue to be monitored appropriately. No adverse patient effects were reported.